Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead had become dislodged. The lead was repositioned and remains implanted at this time. Should additional information become available, this file will be updated.